Event description:
Boston scientific received info that this right atrial (ra) lead dislodged one day post implant. The lead was unable to be repositioned and the physician elected to explant the lead. Additionally, the atrial port was plugged and device reprogrammed to vvi. No adverse pt effects were reported.